Event description:
It was reported that during an implant procedure, the lead was unable to be implanted. Upon further examination, and insulation breach was noted on the lead. The lead was not used and a new lead was used to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.